Event description:
It was reported when using the pyxis anesthesia system that it had an access issue. It can sign in but does not have full access. A customer reported an issue occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the account which was not assigned to roles. A technical service engineer trained in roles which have not been assigned to users. The system functioned as intended after a technical service engineer troubleshooted the device.